Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10mg/ml morphine at 3.099mg/day via an implantable infusion pump for malignant pain and cancer pain. It was reported that there was an alarm that was not heard but confirmed by telemetry. It was reported that a reset occurred, but what type of reset was unknown. The hcp reported that the patient wasn't in any pain and that during the refill almost all of the 20ml of drug was in the pump (about 19.5ml) so the hcp was thinking this happened some time ago shortly after the last refill. At the time they did not plant to replace the pump due to the patient health and age. The pump off code was provided as the patient's pump was near end of service and there was no plan to replace it. No symptoms were reported. No further complications were anticipated/reported.